Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer's blood glucose level was 51 mg/dl and 67 mg/dl. Customer stated that they were on manual mode and eat. Customer stated that the circumstances under which product was not adhering were generally sticks. Customer requests assistance with programming the insulin pump. Customer did not want to troubleshooting for low blood glucose. The devices will not be returned for analysis.